Event description:
It was reported the device was used on a pnuemonectomy. It was reported by the rep. 2 instruments same case/same pt. The 1st..ez35b fired once, put a new cartridge in and it was locked out and wouldn't fire; a 2nd instrument was opened and fired ok, it was reloaded and fired ok, reload a 2nd time and then it was locked out. There was no consequence to the pt.